Event description:
(B)(4). I have restless leg syndrome, low thyroid. My vitamin d level was extremely low at one point and I was put on prescription to bring it up. Haven't had it tested recently. Bleeding was just about daily (maybe stopped for 2-3 days). Severe depression. I still have pain from my surgery to have essure removed. My vision is horrible. I have convulsions and now need to be tested to see if I am having seizures. I constantly have tremors and my limbs have involuntary spasms which now is including my face as well. My migraines can't be controlled. I have them about 23 days out of 28. Skin is sensitive. This is just what I am remembering of the top of my head. There is more.